Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate showed to be lower than the settings on their device. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.